Event description:
Info received indicates the bed is alarming and the service required light is on due to a sticky substance behind the right siderail cover, causing the buttons to stick.

Manufacturer narrative:
The technician cleaned the sticky substance from behind the siderail cover to repair the bed.